Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced.

Event description:
In 2010, treated the patient by tha procedure. On (B)(6) 2015, revision performed to mdm system due to dislocation several times. After that, dislocation was repeated due to patient problems (the patient was alcoholic). When the patient dislocated again, the physician attempted to reduce non invasively. Patient dislocated the inner head and the insert both. So they planned surgical procedure for (B)(6) 2017.